Manufacturer narrative:
Returned to manufacturer on; awareness date been used. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Result: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had pushing off issue. There was no report of medical intervention or serious injury.